Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance energy log review shows that the vessel sealer extend (vse) instrument was installed and passed homing 17 times. There were 167 cut complete events were noted, no errors. The logs show some errors which do not seem to be related to the tissue sticking complaint. The e200 generator logs show there were 3 coag and 476 seal events. Of these, there were 22 seal events with high impedance, which is seen when the user tries to grasp and seal too much tissue between the jaws. The probable root cause could not be determined based on the provided information.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, tissue was adhering easily to the vessel sealer extend (vse) instrument, making it prone to burning. This issue occurred in conjunction with the e-200 generator. To resolve the issue, the vse instrument was removed and cleaned; however, the issue persisted. A technical support engineer was contacted and confirmed that the error logs for the vse instrument showed "activation halted". It is unknown if there were any medical interventions performed to the tissue that was prone to burning. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Additional information: prior to use, the vessel sealer extend (vse) instrument was inspected and no damage or abnormalities were noted. In conjunction with the e-200 generator, the instrument had been in use for approximately 5 minutes when the tissue sticking/burning occurred. Although there was no additional tissue removal due to the sticking issue, bleeding occurred, and it remains uncertain whether the burned tissue contributed to this bleeding. The estimated blood loss was not provided. The exact cause of the tissue adhesion and burning is unknown, but it was noted that this was the surgeon's first procedure using the e-200 generator. There were no further complications and the procedure was successfully completed robotically.

Event description:
Refer to h11 for follow-up information.